Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11812vn. Retains of the complaint lot were tested with a low level positive tni sample, no results of <0.05 observed. No issues with tni recovery were observed, the lot performed within specification. Manufacturing batch records for lot t11812vn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer performing a correlation study reported poor troponini (tni) correlation between triage and I-stat for one patient sample: sample 1- istat tni = 0.11, triage tni = <0.05, site cut-off for both platforms = <0.05. Customer stated samples were used for correlation purposes only, no impact to patient.